Event description:
Rptr has had problems for three years since implantation of breast implants. She was told that none of the problems were due to the implants. After she had removal of the implants, it was clear that the implants had leaked throughout her body for years. There was only 1/3 of the silicone left in the area that they were placed.